Event description:
The customer reported that their bedside alarmed for an event, but when they looked at the recording in the arrhythmia recall tab they saw that it didn't match with what was in full disclosure. They also said that their central nurse's station (cns) also gave a crisis alarm yet none of the bedsides being monitored by that cns showed this alarm. They believe that this was a "ghost" alarm. No harm or injury was reported.